Manufacturer narrative:
E1 reporter name: ikem institute for clinical and experimental medicine. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had clinical manifestations of aphasia, disarticulation - potentially transient ischemic attack (tia) /stroke while sitting up in bed. A computed tomography (CT) scan confirmed closure of small brain artery. An echocardiogram (echo) did not confirm any embolization potential. Log file review was requested, and the log file captured the pump start up on 01oct2024. Otherwise, the event log file captured routine events. After the pump startup, there were no notable alarm conditions or parameter changes. It was stated on 16oct2024 that there was no additional information regarding the closure of artery. Patient management was non-surgical, utilizing only conservative treatment measures. All symptoms resolved within 24 hours, and the patient was hemodynamically stable.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.